Event description:
It was reported that the device was used during a laparoscopic nephrectomy. It was reported that the device clips would not completely form by closing at the distal tip when the handle was squeezed and fired.